Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: when the device was used on fat tissue around the kidney, cutting became dull. Another device was used to complete the case.